Manufacturer narrative:
The reported event of inability to pair was confirmed. Based on the provided information, the patient application was unable to find the device to establish a connection. No additional information was available to investigate the cause. No device malfunction was observed in the patient app logs. The reported event of premature battery depletion was not confirmed. Based on the information provided, there is no indication of early depletion.

Event description:
Additional information received indicated the patient presented in clinic. The physician alleges the battery of the icm had prematurely depleted and did not state there was a ble issue. There were no consequences to the patient.

Event description:
Additional information received indicated the pbd did indeed lead to ble telemetry loss.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.